Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 519 mg/dl which was addressed with a manual injection. Reportedly, the supplies were changed to address the event and customer had manual injections available as alternate insulin therapy.